Event description:
Vessel sealer fired and after the event would no longer work. Received a message stating that the self check failed and the blade is out of place for the device. Vessel sealer was switched out for a new one.